Manufacturer narrative:
The device powered up properly after battery installation. No missing segments/partial display noted. The device passed the self test and the displacement test. No unexpected display flickering or dimming noted during testing. Adjusted the display options backlight brightness settings from 1-5 and the backlight adjusted brightness properly. No backlight anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. The customer¿s blood glucose level was 80 mg/dl. The customer stated that pump screen was not lighting up as brightly as it supposed to be. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.